Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized due to hyperglycemia. The reported blood glucose reading was 972mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The customer could not perform a high pressure test because he did not have a tubing clamp. No further info was provided.